Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015, to report that on (B)(6) 2015, upon removal of the sensor pod from the patient's body the sensor wire detached and was laying there. The sensor was inserted at the abdomen 09/29/2015. No additional event or patient information is available.